Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324bcct biocomposite swivelock anchor did not adhere to the bone, becoming damaged (crushed) and preventing its insertion, so a second anchor was opened. It was further reported that a qty. 2 of ar-2325bcc biocomposite swivelock anchors also did not adhere to the bone and became crushed. The case was completed by passing tape. This was discovered during a brostrom procedure with no patient harm. No delay was reported, no fragments remained in the patient, and no additional anesthesia was required. The patient¿s bone quality was reported as good.